Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number 139365015 and 130847002, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.